Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires and sparking of the power cord. The patient electronic unit was replaced. It was reported that the patient was shocked on the finger when plugging the unit in, and they received a small visible injury. The patient reported no pain and no swelling. The clinic stated that the patient's parent told them that the cord was frayed but did not mention that anyone was shocked. The clinic is not aware of any interventions or treatment related to the reported injury. Patient is currently stable at home.